Event description:
On (B)(6) 2011, pt reported elevated blood glucose, bruising at his infusion sites, and multiple bent infusion cannulas. Pt changes his infusion site in the evenings and experienced elevated blood glucose of 504-hi mg/dl the following mornings. Infusion headsets were inserted manually and with the insertion device. Pt started using this type of infusion set on (B)(6) 2011, and he experienced these complaints at least 10 times. Target blood glucose is 70-120 mg/dl. Pt treated hyperglycemia with insulin injections. No error messages were received on the infusion device. There was no insulin leakage. Infusion sets were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.